Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Blood test performed non-fasting during call on (B)(6) 2015 produced result of 280 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 262mg/dl, (B)(6) 2015, 01:03pm; 203mg/dl, (B)(6) 2015, 07:21am; 100mg/dl, (B)(6) 2015, 06:57pm; 329mg/dl, (B)(6) 2015, 01:52pm; 126mg/dl, (B)(6) 2015, 08:21pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Blood test performed non-fasting during call on (B)(6) 2015 produced result of 280 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.